Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
As part of our investigation, the ess while onsite performed an in-service that included pre-cleaning, leak testing and manual cleaning information as contained in the manufacturer¿s reprocessing manual. The ess also, recommended that the customer follow the reprocessing instructions in accordance to the manufacturer¿s recommendation. The scope will not returned to the service center for evaluation. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an in-service with an endoscopic support specialist (ess) at the customer¿s site, it was noted that an incorrect or improperly reprocessed scope was used. The ess was informed that after leak testing the scope is placed in the water with detergent. The customer also, reported that the scope is not wiped down with a lint free cloth or sponge. The scope is brushed and no suction is performed during manual cleaning. There was no patient infection or positive device culture reported.